Event description:
A device was returned with report of damaged battery contacts. Per reporter, the issue was discovered during testing. Evaluation of the returned device revealed a damaged upstream occlusion seal.

Manufacturer narrative:
B3: date unknown; year valid. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found that the upstream occlusion (uso) seal was damaged. This indicated a reportable malfunction based on the uso seal. The uso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.